Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to oversensing and pacing inhibition with asystole greater than 2 seconds. Impedance issues with high pace greater than 2000 ohms were also observed. According to the field representative, the origin of the impedances was not determined. Because the patient was dependent, once the problem was discovered they were reprogrammed to a unipolar asynchronous mode until the lead was surgically abandoned and a new lead implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.